Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, long chronic total occlusion in the left common femoral artery. The ht command guide wire was advanced partially through the lesion but could not advance further due to the patient anatomy. Several techniques were used including pressing on the guide wire and catheter, at which time the guide catheter was kinked at the tip. The guiding catheter was replaced with another non-abbott guiding catheter. When the guide wire was being removed from the anatomy, the tip sheared off (approximately 1 cm). The separated segment of the guide wire was left in the patient as it was confirmed that it was not intra-arterial nor was it free-floating, and stuck in the occlusion. A new, non-abbott guide wire was used to cross the lesion and balloon angioplasty was successfully performed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.